Event description:
Infant developed sepsis, staphylococcus aureus with thrombocytopenia. Umbilical artery catheter removed. Chest CT showed 1.4 x 1.4 cm dilation at the descending aorta just distal to the aortic arch; noted thrombus located in the left lateral aspect of aneurysm. Pt transferred for life threatening surgical intervention.